Manufacturer narrative:
The patient gender was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. The event occurred at the kyushu university hospital in (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a bacterial infection of the pump driveline and was admitted to the hospital from (B)(6) 2016. The patient was treated with unspecified drug therapy. The cause of the infection was reported as due to the patent's condition. No further information was provided.

Manufacturer narrative:
The manufacturer was not made aware of the event reported in this medwatch submission until 20aug2017. The onset date of the bacterial driveline infection was reported to be (B)(6) 2016, and the patient was admitted from (B)(6) 2016. Upon review of the patient¿s complaint history, it was discovered that the pump associated with this event was returned to the manufacturer in october 2017 following the heart transplant. The information at the time the pump was received was that a routine transplant had occurred; there was no reported device malfunction and no adverse patient impact. No report of a bacterial driveline infection was received until (B)(6) 2017. Evaluation of the returned pump post-transplant did not reveal any deposition in the returned portions of the inflow conduit or outflow graft. Examination of the returned pump also did not reveal any deposition on the smooth or textured blood-contacting surfaces. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A correlation between the evaluation of the returned pump and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient received a heart transplant on (B)(6) 2017.